Event description:
A bipap a30 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On evaluation, ventilator inoperative codes were noted indicating the central processing unit cannot communicate with the flow sensor using i2c bus and the pressure sensor using serial peripheral interface (spi) bus. Replacement of the device printed circuit board assembly is required to resolve these issues. No foam particles were noted in the assembly. No repairs will be completed because the device will be scrapped per customer request. The device will be included in the fsn 2023-cc-src-039.